Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy and separate. The scope was removed, and the clip was cut using wire cutters. The procedure was completed. There were no patient complications reported as a result of this event.